Manufacturer narrative:
Patient information was unavailable. Device lot number unavailable. UDI not available for this device. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for neuro soft tissue ablation procedure. It was reported that intra-operatively, the saline tubing began leaking after the saline had been running for twenty minutes. The site replaced the tubing set. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tubing set was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. It was not possible to find a source of the reported leaking. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The tubing set has been received by the manufacturer for analysis. However, it is under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.